Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The customer complaint is the product keeps snapping when they are using it. The thread broke during surgery.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 cassette. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.